Event description:
The delay occurred while the patient was under anesthesia. No adverse event was reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d9, e1, e2, e3, g2, g3, g6, h2, h3, h4, h6, h10. Visual inspection confirmed the male connector on the tubing of the cuff had been bent/damaged. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that during the surgery, the air leakage occurred on this complaint product. The surgeon checked this compliant product, the deformation was found on the plug of it. So, the surgeon re-prepared the various preparations for the surgery, so the surgery extended about one hour. No adverse event was reported as a result of this malfunction.